Event description:
It was reported that when the device was used during an unk procedure (procedure date also unk), there was a staple line leak two days postoperatively. It was reported the device functioned as intended during the initial procedure. In addition, the surgeon states "the doctor didn't describe an erasing but he reported a crushing of the staple line and a perforation close to the staple line, 48 hours after the initial procedure? Two days post-operatively the pt presented with respiration and cardiovascular trouble, so a laparotomy was performed and perforation of the stomach was noted, which subsequently led to peritonitis. Consequently the pt expired. There was no clinical report available and no autopsy was performed.